Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. Signs of use were observed on the guide wire. Visual analysis of the guide wire did not reveal any defects or anomalies. No other defects or anomalies were observed on any of the other returned components. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the marked guide wire product drawing. The guide wire outer diameter measured .789mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. The returned arrow raulerson syringe (ars) was attached to a lab inventory 18ga introducer needle. The guide wire was then inserted through this subassembly. Little to no resistance was encountered. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test on the guide wire confirmed that the distal and proximal weld were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was not able to be confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies on the guide wire nor any of the other returned components. Additionally, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.